Manufacturer narrative:
Data review: data showed auto suction response when pump start but flow was in specification. No alarm related to flow issue were found. The rt logs showed more detail of flow with fluctuation indicated that the patient's volume in ventricle was unstable. All 5s parameter was in specification. Product analysis: visual inspection found no issues on the pump. Pump ran without issue under bench test. The root cause of flow issue was patient condition

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a ps issue observed at the time of wean and explant. The lv tracing for edp and ps/flow were not correlating. There was no harm or injury or intervention needed.